Event description:
It was reported that black burn marks in the contacts were observed on a transmitter's power adapter. The device was replaced. There were no patient consequences.

Manufacturer narrative:
Correction: section d serial#, model#, UDI# corrected. Correction: section h4: manufacturing date corrected.

Manufacturer narrative:
The field complaint of the power light not powering on was not verified; however the allegation of the green contacts inside the alternate current (ac) power adapter being black, with no power light was not verified.the visual inspection revealed no physical damage to the unit. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was installed with success, and the unit then went through the modem tester passing all the following functional tests performed: automated, modem, audio, button press, and light emitting diode (led). The patient data was deleted successfully. In conclusion, there were no sparks or power trips throughout the analysis process, as well as, there being no issues or malfunctions present with the unit. The transmitter functioned as intended.additional finding unrelated to the event found that the "stars" led icon intermittently turned on/off after each, software installation and the delete data process, were successfully completed by sounding the confirmation tone